Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1.5 months after the dental implant and abutment were placed in ada site 20 in the mouth, the implant did not integrate in type IV bone. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1.5 months after the dental implant and abutment were placed in ada site 20 in the mouth, the implant did not integrate in type IV bone. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1.5 months after the dental implant and abutment were placed in ada site 20 in the mouth, the implant did not integrate in type IV bone. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).